Event description:
Unable to rule out atrial lead undersensing. On stored egms." Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).